Event description:
During retrieval of an optease vena cava filter, a britetip guiding catheter was used along with a snare to retrieve the filter. Upon checking the retrieved product, it was found that the distal tip of the britetip gc had separated from the rest of the guiding catheter and was entangled within the retrieval snare. It appears as if the tip was pulled backwards inside the guide when the filter was pulled into it, separating the tip from the guide as it went. As the entire britetip was recovered and no remnant remained in the pt, the procedure was completed. There was no report of any adverse event and the pt is reported to be in stable condition. The product is available for eval and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.